Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose was addressed with a correction bolus via the pump. Reportedly, the customer was using fiasp insulin which is considered off label per tandem user guide and was using trusteel infusion set type longer than the recommended 48 hour period. The customer changed supplies and was able to resume insulin therapy.